Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump was not registering the amount of insulin that was in the reservoir. It was stated that the icon is showing as being empty, but there was still 25 to 30 units of insulin left in the reservoir. The customer's blood glucose reading was 6.4mmol/l. Troubleshooting was performed, and the drive support cap was flush. Advised the caller that the insulin pump would be replaced. No further information was provided.